Event description:
During a meeting ((B)(4) 2011) with an outside consultant, it was communicated that myelotec, inc. Had a lawsuit on the internet. The internet was searched and a lawsuit entitled, carter et al v. Myelotec, inc. Was found on justia.com dockets and filings that was filed on (B)(4) 2011. The nature of the suit was listed as torts - injury - personal injury - product liability. Further research revealed an article in the dayton daily news entitled, "federal lawsuit filed against dayton doctor". The article also named myelotec, inc. In a lawsuit that was filed on (B)(4) 2011. The lawsuit involved several pts and the alleged injuries ranged from numbness to incontinence. As of (B)(4) 2011, myelotec, inc. Has not been contacted or notified by the attorney or reps of the lawsuit.